Manufacturer narrative:
Investigation - evaluation a review of the complaint history, device history record, manufacturing instructions, trends, quality control, and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned zilver flex 35 biliary self-expanding stent revealed that the outer sheath was pulled from the white connector cap. The device was returned with the stent not deployed. No damage was noted on the flexor. The complaint device was successfully wired with a wire guide. A minor kink was observed on the inner peek catheter, which may have occurred during shipping or handling, as the device was returned without the original packaging. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The hub detached from the stent delivery system outside of the introducer so retrieval with another device was not necessary. Another stent was used to complete the procedure. The physician was able to retrieve without patient complications. No other information was available at the time of this report.